Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred on (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿95mg/dl¿ with the subject meter and ¿20mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient does not take any medication in order to manage their diabetes and did not state whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 2 minutes after the alleged product issue occurred they experienced ¿very low sugar¿, in response to this, the emergency medical services (ems) were called at 4pm on (B)(6) 2018 and the patient was given food and/or drink by a healthcare professional by means of treatment. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.